Event description:
As reported by the user facility: complaint description: patient required an infusion of d5w with 3 amps nahco3 at 250 ml/hr. Patient unstable, on high dose norepinephrine and vasopressin. Pt had renal failure, elevated myoglobin levels and respiratory failure related to their primary diagnosis. Patient had been bolused fluid and sodium bicarb. It was in the patient's best interest to now have an infusion. Fluid comes from pharmacy cold. Fluid warmed prior to priming tubing. A warm blanket was hung around fluid on the IV pole. Multiple alarms for air. Small bubbles stuck to sides of tubing, unable to move them with flicking of tubing, repriming with the pump or repriming with gravity. Tubing changed; problem reoccurred. Infusion decreased to 100ml/hr in order that patient would receive some of the fluid, but not the prescribed dose. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.